Manufacturer narrative:
Device code 2017 - failure to follow steps/instructions the device is returning for analysis. It has not yet been receieved. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device, via a 6fr sheath, after a diagnostic procedure. Reportedly, when the plunger of the starclose se device was depressed, the initial sheath split completed; however, the vessel locator wings did not open and lock into place. The device was removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. A femoral angiogram was not taken. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the vessel locator wings was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the starclose instructions for use, the closure procedure section states to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. In this case, the absence of femoral angiogram performed would not have contributed to the reported event. The reported mechanical jam with the vessel locator wings was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatment appears to be related to procedure circumstance.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the vessel locator wings was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that femoral angiogram was not performed. It should be noted that the starclose instructions for use, the closure procedure section states to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. In this case, the absence of femoral angiogram performed would not have contributed to the reported event. The reported mechanical jam with the vessel locator wings was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatment appears to be related to procedure circumstance.